Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Fibres stuck inside- vagina [foreign body in reproductive tract] tampon ripped lenthwise [device breakage] case narrative: consumer reported via email that the tampon ripped lengthwise. No serious injury was reported.